Event description:
Complainant alleged that the clinicians were defibrillating a patient in cardiac arrest but did not feel the full amount of energy was being administered to the patient upon each delivery of energy. During the event, the device was initially being charged to 200 joules and shut down during the charging cycle. The device was switched to 'off' and then turned back on. The device completed three (3) consecutive charges and discharges of 200 joules to the patient. The clinicians asked for a second device to be used on the patient and began administering CPR to the patient. Before the second device was used, the patient's heart-rhythm converted due to the clinicians treatment. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.